Event description:
Additional information received from physician stated that you could hear air when pumping and the cylinders weren't getting hard. Information also stated that there was no fluid, not circulating and filling.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and the additional event information received. A titan touch pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion at the exhaust tube/strain relief junction of cylinder 1. Testing revealed this to be a site of leakage. Microscopic examination of the returned components revealed the longer exhaust tube of the cylinder, the apex and strain relief of the shorter exhaust tube to be rough and irregular. A group of partial separations within abrasion was noted on the exhaust tube of cylinder 2. Testing revealed this to not be a site of leakage. A group of separations was noted on the reservoir inlet tubing. Testing revealed this to be a site of leakage. A partial separation was noted in the apex of cylinder 1. Testing revealed this to not be a site of leakage. Microscopic examination revealed the surfaces to be rough and irregular, indicating stress was exerted. A separation was noted in the bladder of cylinder 2 near the base. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be straight, indicating contact with sharp instrumentation. Abrasion was noted on all tubes of the pump and both cylinder exhaust tubes. No functional abnormalities were noted with the pump. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. Due to this positioning, the pump tubing appeared curved. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the exhaust tubing of cylinder 1 at the tube/strain relief junction. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the reservoir inlet tube and bladder of cylinder 2 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
H10: reference reports #mw5157966, #mw5157967, #mw5157968.

Event description:
Medwatch received [#mw5157968] stating: I request an investigation into coloplast which makes medical devices. In (B)(6) 2013, urologist (B)(6) md implanted a coloplast titan penile prosthesis. It is failed in (B)(6) 2019. It was replaced in (B)(6) 2019 by urologist (B)(6), md. The second device failed in (B)(6) 2023. She placed the third titan prosthesis in (B)(6) 2024. After the first device broke, coloplast upon evaluation admitted it was defective, and reimbursed the cost of the device (but not the surgical expense). However after the second device broke, dr. (B)(6) informed me coloplast again found this defective but would not reimburse the cost of the defective prosthesis. Yet their pamphlet "straight talk about erectile dysfunction" states "coloplast will replace the inflatable implant or any component, for any reason during the lifetime of the patient". I have lost a significant amount of income from closing my medical practice during recovery, and cash outlay for surgical costs. I experienced excruciating postop penile and scrotal pain as well as great mental distress as a result of these product failures. I therefore request an investigation of coloplast for fraud for not honoring their guarantee of reimbursement for failed devices. I further request the facility which fabricated these defective devices cease production until the manufacturing defect is identified and corrected. Reference report #mw5157966, #mw5157967.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the system stopped cycling. The device was explanted and replaced with another inflatable device.